Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and the alleged malfunction was not duplicated. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to another ventilator due to a device alert during use. There was no report of serious injury as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.